Event description:
It was reported that after 24 hours of using the pico7 system the machine started making a strange noise and stopped working. The customer replaced the machine and kept the same dressing and everything was working normally.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part number provided, there have been no further complaints reported with this failure mode in the past three years. The device was used in treatment. As no product was returned, a thorough evaluation of the device could not be carried out. It was reported that the machine started making a strange noise and stopped working. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. We have not been able to identify a definitive root cause. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.